Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable.

Event description:
It was reported that the nurse could not get the save therapy screen back to the graph after the nurse pushed the icon on the bottom left. Stated therapy was ready to rewarm but the patient needed 12 more hours of cooling at target of 33 c. Mss had nurse turn off device and turn back on to unfreeze screen and discussed with nurse to verify the physician order and protocol for duration and verify how long patient had reached target temperature. They verified the initial hypothermia settings which read target 33 c, duration 24 hrs, rewarm rate of 0.25 c/hr and rewarm target 37 c. Mss walked nurse through steps on how to change to duration on the target if needed. Nurse verbalized that they understood and would call back with any more questions. Per follow-up received via nurse on 3/22/2021, patient completed therapy over the weekend. No additional issues. No further information available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse could not get the save therapy screen back to the graph after the nurse pushed the icon on the bottom left. Stated therapy was ready to rewarm but the patient needed 12 more hours of cooling at target of 33 c. Mss had nurse turn off device and turn back on to unfreeze screen and discussed with nurse to verify the physician order and protocol for duration and verify how long patient had reached target temperature. They verified the initial hypothermia settings which read target 33 c, duration 24 hrs, rewarm rate of 0.25 c/hr and rewarm target 37 c. Mss walked nurse through steps on how to change to duration on the target if needed. Nurse verbalized that they understood and would call back with any more questions.